Manufacturer narrative:
The device was received for evaluation. During functional testing, "beeps loudly. Shut down & still beeping" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the corrosion and contamination on the 30-pin flex, rear case connector, lower auxiliary flex, force sensor flex, and input/output (I/o) board connectors. The 30-pin flex, rear case connector, lower auxiliary flex, force sensor flex, and I/o board connectors requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut down upon power up. There was no patient involvement. No additional information is available.